Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26aug2019. The device service technician confirmed the reported issue. The service technician completed touch screen calibration and the device was returned to full functionality. The device was not being used for treatment at the time the reported issue was discovered. The relationship of the device to the reported issue cannot be determined at this time. The device is pending evaluation.

Event description:
The customer reported touch screen failed. There was no patient or user harm reported.